Manufacturer narrative:
(B)(4). The forceps was returned for evaluation: device history record - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - per the technician a multimeter was used to measure the resistance between two points along each tip. Both tips did not show any continuity failure. The tips were also visually inspected for alignment and showed no signs of scissoring. The technician noted that since the complaint is related to sticking to tissue, no further testing could be done without the generator and other system components used in the procedure. Therefore, the complaint was not confirmed. The complaint was not confirmed in the complaint investigation. Per the technicians the forceps passed functional testing and visual inspection.

Event description:
N/a.

Manufacturer narrative:
UDI - (B)(4) complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the surgeon releases the crankset, the pliers of the forceps remain glued to the tissue - when the neurosurgeon removes the forceps, this creates bleeding.